Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in the clinic after receiving inappropriate therapy for a supraventricular tachycardia. High out of range hv lead impedance measurements were observed. The device and the lead were explanted and replaced.